Event description:
It was reported "wire kinked in patient". "Patient was shot 4 times in chest and had 3 peripherals and lost all 3 lines. When they got into the trauma room didn't know how to put patient to sleep. Dr tried to put femoral in, used ultrasound, put in a knick." The guidewire kinked when advancing it into the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer report of swg kinked was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. Additionally, the instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing guidewire, dilator, or sheath. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "wire kinked in patient". "Patient was shot 4 times in chest and had 3 peripherals and lost all 3 lines. When they got into the trauma room didn't know how to put patient to sleep. Dr tried to put femoral in, used ultrasound, put in a knick." The guidewire kinked when advancing it into the patient. No patient harm was reported. The patient's condition is reported as fine.